Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient experienced alarms on her controller starting on (B)(6) 2020 at 10 pm. The patient could not see what her last alarms were so she switched to her backup controller. The patient presented to the clinic with a driveline fault alarm. A review of the log file showed driveline fault events occurring as far back as (B)(6) 2020. The driveline fault alarms continued to occur intermittently throughout the remainder of the log file. The log file also captured pump stops and speed drops lower than the low speed limit on (B)(6) 2020. The pump stops and speed drops also continued to occur intermittently throughout the log file. The speed drops and pump stops occurred while the patient was on battery power and appeared to be caused by a phase to phase short. The driveline picture submitted showed that there was not sufficient room to perform another driveline repair. Technical support noted that the only option at this time was to replace the pump. Technical support also noted that the patient was sleeping on battery power which was not recommended. The patient underwent a pump exchange from a heartmate 2 to a heartmate 3 on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of vad-52687 confirmed driveline (dl) wire damage that would have contributed to the reported driveline fault alarms and pump stop events captured in the submitted log files. In addition, thrombus was confirmed through the evaluation of the returned pump. The submitted log file contained data from (B)(6) 2020 through (B)(6)2020. The intermittent driveline fault alarms were flagged throughout the file. The alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to both battery power and the mobile power unit (mpu). In addition, low speed and pump stoppage events were observed within the file on starting on (B)(6)2020. These events occurred while the patient was supported by battery power. The low speed and low flow hazard alarms corresponded with the observed events. It was also noted that the driveline was disconnected on (B)(6) 2020 at 21:04:12 and was quickly reconnected in the next event line at 21:04:15. The driveline was ultimately disconnected again at 21:04:42 and remained disconnected until (B)(6) 2020 at 0:13:05. This event was consistent with the report of the patient exchanging their controller. Low speed, pump stoppage and driveline faults were observed until the end of the file. Vad-52687 was returned assembled with the driveline cut approximately 1¿ from the pump housing and the distal portion of the dl was returned in two segments ¿ an approximately 20.5¿ middle segment and 15¿ distal end segment. Evidence of a previous driveline repair was observed (refer to cs-092889). The sealed inflow conduit flex section was severed medially. The inlet elbow and the distal half of the sealed inflow conduit flex section were returned attached to the pump¿s inlet port. The inlet tube and the proximal half of the sealed inflow conduit flex section were also returned. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft and sealed outflow graft bend relief were returned in two segments; one was attached to the outflow elbow. The bend relief collar was sutured in place around the outflow graft nut. Upon disassembly of the returned pump, a tissue-like thrombus formation was observed within the outlet stator. The structure lacked laminated layering, which indicates that this deposition did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The darker areas of denaturation on the thrombus, as well as the concentric contact marks noted on the bearing cup of the rotor, indicate that the thrombus was present while the pump was supporting the patient; however, the duration of time that it was present in the device could not be determined. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it could have contributed to the low speed and pump stoppage events by causing resistance against the rotor. The dl was tested for electrical continuity and revealed discontinuity in black wire on the middle segment, as well as the brown wire on the pump end segment. The remainder of the wires did not reveal any discontinuity or shorts, even with manipulation of the dl. No damage was observed to the outer silicone jacket for each segment of the dl and no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use, however severe breakdown was observed on the middle segment. Upon removal of the metal braided shielding, the brown wire was observed to be severed completely at the pump end segment. Of note, part of the brown wire¿s insulation kept the wire from separating completely. The black wire was almost completely severed on the middle segment. The damage appeared to be the result of repetitive flexing of the lead in these areas, which caused the inner conductors of the wires to break. Additionally, visual inspection of the returned dl revealed breaches to the green, orange and yellow wires on the middle segment. Although a specific cause for the damage could not conclusively be determined, the observed breaches appeared consistent with wire fatigue and insulation abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the black or brown wires would have resulted in the reported driveline fault alarms. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source using a grounded patient cable, the resulting electrical short to ground could have resulted in the reported pump stop events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable. Incidental findings: an incidental finding of thrombus was confirmed through the evaluation of the returned pump. The relevant sections of the device history records for vad-52687 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 2 explains that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The heartmate ii lvas patient handbook is also currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing this event.